Event description:
It was reported that the guidewire punctured the catheter. Two foreign bodies were detected and confirmed (B)(6) 2013. (B)(6) 2013 a foreign body retrieval through the femoral artery was performed. Embolized component was removed successfully with percutaneous intervention and did not result in long-term or permanent impairment to the pt.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rewi1228 showed no other similar product complaint(s) from this lot number.